Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/03/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/24/2015 with the following findings: visual inspection revealed that the battery compartment was cracked at the threads. The returned battery cap was used to complete all testing. There was no moisture observed from the outside of the pump. A leak test was performed and a battery compartment leak was found. The pump case was removed and no evidence of moisture was found inside the pump. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. The complaint that there was moisture/corrosion behind the display was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.